Event description:
The ICD involved in this MDR report was implanted in 2006 with an isoline 2ct defibrillation lead. In 2008, the patient felt 3 shocks. The day before, the patient reportedly used electrical tools (breast-drill / trimmer) for some hours. Upon the follow-up performed the next day, a warning message "overload on last shock" was displayed, and 3 noise oversensing episodes were recorded in the ICD memories, which triggered 5 shocks (all the shocks had 34j of stored energy and 0j of delivered energy). No anomaly was observed on x-rays, however, a lead issue was suspected. The following day, a revision of the system was performed. The lead was disconnected from the ICD: all tests were satisfactory. The lead was reconnected, showing normal test results. New induction procedures (2) were performed, and results were satisfactory (sensing, impedances, energy delivered). Both ICD and lead remain implanted. Two days later, additional tests (3 low energy shocks) confirmed normal operation of the system.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. Conclusion - 27 mar 2009: no additional information was received about this case. The origin of the reported event most probably results from a connection issue between the ICD and the lead. However, a lead issue cannot be excluded. Patient referred that he worked with electric material (breast-drill and trimmer) prior to the event. This could have applied mechanical constraints on the connector area, leading to the suspected connection issue. Such activities should be avoided in the future.